Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a dime sized sore on back that was ¿stinking really bad¿. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing team treated the sore. Follow up indicated that the sore improved.